Manufacturer narrative:
No parts needed to be replaced, however, as a precaution, the ECG connector block and ECG cables were replaced and the device passed all performance assurance testing and was placed back in service.

Event description:
It was reported to philips that the device has dotted lines on the monitor even after the cables were changed. There was no reported patient involvement.

Manufacturer narrative:
.